Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model d314drg, implantable cardioverter defibrillator (ICD), implanted 2012-(B)(6); model 5076-52, implantable pacing lead, implanted 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Although the helix was bent, helix extension/retraction and length testing were performed and all results were within specified parameters.

Event description:
It was reported that the device delivered a shock due to noise from the right ventricular (rv) lead dislodgement. The physician determined, during the repositioning procedure, that the lead coil extruded from the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.